Manufacturer narrative:
The explanted microstent and the delivery system used for explantation were returned. The evaluation is in process and a supplemental report will be filed once the investigation is completed. The device history records were reviewed for this manufacturing lot; there were no discrepancies or unusual findings that relate to this complaint and all released product met specification. Iritis, ocular pain, elevated iop, microstent malposition, microstent explantation, and hyphema are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent uncomplicated combined cataract surgery with hydrus microstent implantation in the left eye on (B)(6) 2021. The patient subsequently developed persistent pain and iritis which showed mild improvement with topical steroid medications. On (B)(6) 2022, the va was cf (count fingers) at 2 feet, iop was 33 mmhg on 3 iop-lowering medications and persistent inflammation was associated with stent chaffing. On (B)(6) 2022, the microstent was explanted without complications. The patient is being followed for a post-operative hyphema with va of light perception, iop of 20mmhg on 2 topical iop-lowering medications and diamox. Three days post-explant, the patient continued to have iritis and a significant hyphema treated with topical steroids, antibiotics, atropine and tylenol with codeine.

Manufacturer narrative:
Visual, functional and dimensional inspections were performed on the explanted implant and delivery system used for explantation. No issues were observed; all components met specifications and the device met functional requirements during multiple testing cycles. Manufacturer reference #: (B)(4).